Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: evolutfx-34; serial #: (B)(6); ubd: 2025-12-07; UDI#: (B)(4), product ID: l-evolutfx-2329; lot #: 0012072340; ubd: unknown; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, the valve was deployed to 80% at a depth of 3 mm on the non-coronary cusp and 4 mm on the left coronary cusp; however, the valve dislodged towards the ventricle. The valve was recaptured into the delivery catheter system (dcs) and attempted deployment four more times, but positioning was unsuccessful. Subsequently, the valve and dcs were withdrawn from the patient, and a non-medtronic valve was used for implant. A procedural delay of 45 minutes was reported. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: a3b medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.